Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated after their first surgery (ins implant), it was working on the wrong side, so a subsequent surgery was done the following day to resolve it. It was reported that the issue of it working on the wrong side had occurred since implant on (B)(6) 2018 and was resolved with a subsequent surgery on (B)(6) 2018. It was reported that the patient had been foggy from the medication/anesthesia from their surgeries. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2018 reporting that the patient was not getting any coverage on the right side. It was also noted that the patient had scoliosis right at the level where the lead was placed which made it somewhat difficult to establish clearly where the midline was. No actions were taken. Nothing out of the ordinary in the recovery time was seen. The issue of the patient being foggy from medication and anesthesia was resolved. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 977c165, serial(B)(4) implanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a lead revision on (B)(6)2018 to resolve their device working on the wrong side. It was reported that the patient¿s lead was too far to the left to get right sided stimulation. It was reported that this was corrected when the lead was moved. The rep stated they had no further information regarding the patient being foggy from the anesthesia. No further complications were reported/anticipated.